Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part: 323.062, lot: 67p2540, manufacturing site: (B)(4), release to warehouse date: sep. 15, 2020. A manufacturing record evaluation was performed for the finished device 323.062, ot: 67p2540 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for an unknown surgery. During the surgery, the drill bit was broken off. It was unknown if the surgery was completed successfully. The patient outcome was unknown. This complaint involves one device. This report involves one (1) 2.0mm drill bit with depth mark/qc/140mm this report is 1 of 1 for (B)(4).